Event description:
Pt was implanted without any difficulty with lead at about 6 pm at t10-t11. No complaints of problems at implant and pt assisted in transfer to recovery room. Approx at 8-9 pm, pt reported paralysis in legs. Lead removed at 4 am. Pt reports feeling and movement has returned to lower legs and upper legs remain slightly numb.